Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a procedure the twinfix ultrabraid anchor broke. It is unknown how the procedure was finished and if there was a surgical delay. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the part drawing found that found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. It was reported during an unknown procedure the twinfix ultrabraid anchor broke. Based on the limited information provided, it is unknown how the surgery was completed and if there was a surgical delay. However, per case details, the surgeon is not worried as the result of the failure was bone quality. No patient complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.